Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's (child) freestyle libre sensor did not apply. The caregiver could not monitor customer's glucose with sensor, and the customer subsequently experienced hypoglycemia with reported blood glucose under 40 mg/dl from unspecified device. The customer experienced seizure and loss of consciousness, and was treated with sugar-water provided by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to (B)(6) from (B)(6) based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. The sensor plug was properly seated, and no failure modes were observed upon visual inspection of the sensor plug assembly. Unable to perform further investigation as the applicator and sensor pack were not returned. An extended investigation was also performed on the returned sensor and determined that there was no indication that the product did not meet specifications. The review of dhrs (device history record) for the libre sensor kit showed the libre sensor kit passed all tests prior to release. If additional product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's (child) freestyle libre sensor did not apply. The caregiver could not monitor customer's glucose with sensor, and the customer subsequently experienced hypoglycemia with reported blood glucose under 40 mg/dl from unspecified device. The customer experienced seizure and loss of consciousness, and was treated with sugar-water provided by caregiver. There was no report of death or permanent injury associated with this event.